Manufacturer narrative:
(B) (4). The ge service rep replaced the ii power supply and adjusted the g1 and g2. The system operates as intended.

Event description:
The customer reported that there was no image display while taking fluoro. No pt injury was reported.